Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind and displacement test. There was no compromised force sensor system alarms noted. The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. The pump was received with corroded battery tube, cracked case at display window corners and with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.